Event description:
During an atrial fibrillation procedure, air was aspirated from the agilis 13f sheath after completion of the transseptal puncture with a swartz sl sheath. It was noted the sheath was dilator was flushed before the issue. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.